Manufacturer narrative:
On 8/31/2020, biosense webster inc. Received additional information about the patient and event. It was reported the patient in this procedure was a 50 year old male and the patients condition improved. It was also reaffirmed that the adverse event was discovered post use. Patient¿s health history was reported as angioplasty of pulmonary vein (pv); this information has been added to field b7. Medical history/preexisting condition . The physician¿s opinion regarding the cause of the adverse event was that there was no relation between the product and the adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30287207m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered pulmonary vein stenosis (pvs) requiring surgical intervention. Ablation procedure was performed to extensive encircling pulmonary vein isolation (eepvi) and carina site as usual, and there was no problem during and post procedure. After that, the patient visited a medical center because he had subjective symptoms on may 15th. And the left lower pulmonary vein stenosis was revealed by computer tomography (CT) at revisit (6/15) because of pneumonia. Patient underwent extended surgery of a left inferior pulmonary vein on june 23 and is currently heading for recovery. There was no problem with the usability of the catheter and with ablation part during the procedure, and the pulmonary vein (pv) value (diameter ¿ a. Etlin) was not unique. The physician¿s commented that there was no relationship with the product and this issue. The complaint product(s) will not be returned for analysis. No further information is available. Pneumonia is considered cascade of harms from the pvs and thus will not be coded. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.